Event description:
It was reported that the device was mounted on the machine end. Nine hours later it was found that auto peep occurred up to 20 (cmh20). No obstruction and/or occlusion were observed in the circuit and endotracheal tube. The device was removed and replaced with a new device. The peep dropped down to 5 (cmh20).